Event description:
The customer contact reported a blood loss. It was reported that preoperatively, the male luer on the proximal end of the veniloop connector was connected to the pt's peripheral IV catheter hub. At an unspecified time during the surgical procedure, an unspecified primary tubing set was connected to the clave port on the distal end of the veniloop connector to deliver an unspecified volume of a blood product under pressure from either a pressure cuff or a rapid infuser. After an unspecified length of time in use, the anesthesiologist noted an unspecified volume of blood leaked the pt's IV catheter hub. It was reported that the anesthesiologist tightened the connection of the male luer of the catheter and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).